Event description:
On (B)(6) 2013, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A computed tomography (CT) dated (B)(6) 2013, revealed a distal type I endoleak in the left common iliac artery. It was reported the physician reintervened on (B)(6) 2013, and implanted a (B)(4) in the left common iliac to extend the previously implanted graft. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) state that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Additional devices implanted and/or related to this event: (B)(4).